Manufacturer narrative:
The elecsys testosterone ii assay reagent lot number is 87206401, and the expiration date is 30-sep-2026. The elecsys t4 reagent lot number is 83691601, and the expiration date is 30-apr-2026. The elecsys anti-tpo reagent lot number is 90097001, and the expiration date is 30-apr-2026. The elecsys ft3 iii reagent lot number is 88587401, and the expiration date is 31-oct-2026. The elecsys estradiol iii reagent lot number is 88756501, and the expiration date is 31-aug-2026. The alarm trace does contain a conspicuous event with alarms for abnormal aspiration multiple times. A field service engineer (fse) determined that the sipper nozzle was bent and replaced it and adjusted all of the positions. The fse performed successful mechanism checks and returned the instrument to the customer for use. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii, elecsys ft3 iii, elecsys anti-tpo, elecsys testosterone ii assay, and elecsys t4 results from the cobas e 801 analytical unit for two patients. Patient 1's initial estradiol result was 168 pg/ml, and the repeat result on another e 801 unit was 45.2 pg/ml. The initial ft3 result was 7.62 pg/ml, and the repeat result on another e 801 unit was 3.32 pg/ml. The initial anti-tpo result was 302 iu/ml, and the repeat result on another e 801 unit was 10.5 iu/ml. The initial testosterone result was >1500 ng/dl, and the repeat result on another e 801 unit was 941 ng/dl. Patient 2's initial t4 result was >24.9 g/dl, and the repeat result on another e 801 unit was 9.08 g/dl. The repeat results were deemed to be correct. The questionable results were not released outside of the laboratory. The customer was receiving gripper errors, as well as data flags, and no values were being given for some tests. The customer noted inconsistencies between results and decided to repeat samples on another unit.